Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h4, h6 and h11. Corrected fields: e1-first name: (B)(6) ; e1-initial reporter establishment name: (B)(6). Address 2: (B)(6) -city: (B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the subject device is powered on, the front panel lights up, but nbi cannot be used. All lights on the front panel flash. The issue was found during setup/inspection prior to use. There were no reports of patient harm.